Event description:
It was reported that pump experienced malfunction alarm malf 24 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump, was instructed to place malfunctioning pump in storage mode, and was advised to return it to tandem within 10 days using provided materials, then program pump settings and connect continuous glucose monitor to replacement pump, which was sent under warranty by technical support.